Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No unexpected pump error 53 or pump error 54 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm and pump error 54 due to a software error. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sometimes customer presses the button and it did not respond and they had to press it multiple times. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that pressing menu button taking them to the menu screen. Customer stated that using the up arrow and down arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that the alarm was not in progress at the time the button was unresponsive. Customer stated that the insulin pump received multiple pump error alarms during basal. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. The insulin pump will be returned for analysis.